Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynx control vascular closure device (vcd), a clot was present in left superficial femoral artery (sfa). A competitive device was used to extract the clot and the peg. The patient recovered. The mynx control device was stored in lab per instructions for use (IFU). The medical doctor is a trained user. There was known calcium/plaque in the artery passed the arteriotomy. 10,000units of heparin was given during the case with protamine given at the conclusion of the case. The procedure was an interventional peripheral case. The device was prepped with no problems. Access was the right femoral artery with an antegrade stick. The md inserted the mynx control, pulled back, and felt a small amount of tension. The md pulled back again and was under the impression he was at the arteriotomy. Button #1 was pressed without issue. After completion of the steps and when the registered nurse (rn) were checking the patient's pulses, they noted a weaker pulse through doppler on the right leg. The md assessed and noted a clot present with the help of ultrasound. The patient was then re-draped and the left sided femoral artery access was obtained. There was zero flow in the left sfa after the bifurcation where there once was flow. A competitive device was used to extract the clot and the peg. The left groin was closed with a competitive vcd and the patient went to recovery without incident. The vcd is not available for analysis.

Manufacturer narrative:
After use of the mynx control vascular closure device (vcd), a clot was present in left superficial femoral artery (sfa). A competitive device was used to extract the clot and the peg. The patient recovered. The mynx control device was stored in lab per instructions for use (IFU). The medical doctor is a trained user. There was known calcium/plaque in the artery passed the arteriotomy. 10,000units of heparin was given during the case with protamine given at the conclusion of the case. The procedure was an interventional peripheral case. The device was prepped with no problems. Access was the right femoral artery with an antegrade stick. The md inserted the mynx control, pulled back, and felt a small amount of tension. The md pulled back again and was under the impression he was at the arteriotomy. Button #1 was pressed without issue. After completion of the steps and when the registered nurse (rn) were checking the patient's pulses, they noted a weaker pulse through doppler on the right leg. The md assessed and noted a clot present with the help of ultrasound. The patient was then re-draped and the left sided femoral artery access was obtained. There was zero flow in the left sfa after the bifurcation where there once was flow. A competitive device was used to extract the clot and the peg. The left groin was closed with a competitive vcd and the patient went to recovery without incident. The product was not returned for analysis. A product history record (phr) review of lot f2107704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular)¿ and ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.